Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/26/2011. (B)(4) a review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, anxiety and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, anxiety, rupture, capsular contracture baker grade iii/IV .

Event description:
Patient reported right side moderate breast pain. Baker grade IV is taken from the patients selection of ¿painfully hard and looks abnormal due to capsular contracture.¿ healthcare professional later reported right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.